Event description:
It was reported that a malfunction alarm occurred. Customer had not begun using the pump for insulin therapy; therefore, customer's blood glucose level was not impacted. Reportedly, the customer had an alternate pump available for insulin therapy.